Manufacturer narrative:
The axium coil will not be returned for evaluation as it was discarded; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. Per the axium detachable coil and axium i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 at tempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this coil would not detach with using instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). The patient was undergoing coiling treatment for an unruptured aneurysm. The vessel was observed normal tortuous. It was reported that the physician attempted to detach the coil three times with instant detacher and one time with manual method, but this coil did not detach. When removing the coil completely from the system, outside of the patient it was detach. The distance between marker on microcatheter and coil was as indicated in the IFU, even manipulation on the coil and microcatheter didn`t show successful detachment. The physician decided to remove the coil and used a new one without any issues. There were no reports of patient injury in association with this event.